Manufacturer narrative:
This MDR report is part of the 227 pilot program, e2015055. Eight of the reported devices were received for evaluation and were confirmed during testing. Evaluation found that 2 devices were found to have internal corrosion, 5 devices were found to have broken-down lubrication, and 1 corrosion, broken-down lubrication, and a seized internal component. One device was not received for evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 9 </noe> malfunction events, in which the devices overheated. There was no patient involvement; no patient impact.